Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implantable neurostimulator (ins) was implanted and an impedance check was done on table. All electrodes showed 4k out of range. It was suggested they take lead out to clean and reinsert. Surgeon unscrewed the ins screw, cleaned lead, inserted back in and rescrewed but screw never secured lead again. Had to replace whole ins with a new one. No cause specified. A new ins used and issue resolved.